Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their soft sets. The customer states they were unable to push insulin through the tubing with the plunger. The customer states they have had the same issues with all 3 infusion sets and reservoirs. The customer's blood glucose level at the time was 334mg/dl. The customer treated the high with manual injection. The customer was advised the sets would be replaced.